Event description:
It was reported that the patient was seen on (B)(6) 2014 for uti (urinary tract infection). Klebsiella bacteria was found. The patient was also diagnosed on (B)(6) 2014 with klebsiella bacteria pneumonia. It was noted that the patient was treated with cipro and keflex for pneumonia.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28. Lot# va0fmhk, implanted: 2014-(B)(6), product type lead. Product ID 3037, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later noted that patient continued treatment with keflex daily dose on (B)(6) 2014 for the uti. The symptoms reported were odor and incontinence. The organism cultured was klebsiella pneumonia. The patient was on oral antibiotic. It was noted that on the (B)(6) 2014 urine culture was now resistant to keflex.